Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's event of paresthesia secondary to the right deep brain stimulation (dbs) was resolved without sequelae (B)(6) 2015. Interventions involved reprogramming. Diagnostics included device interrogation on (B)(6) 2014 that identified the voltage was too high for toleration. Etiology was reported as programming/stimulation and surgery/anesthesia. It was indicated the report of confusion involved no interventions that had been taken. The patient had reported the confusion (B)(6) 2014, and the etiology was reported as surgery/anesthesia. The report of high impedance at contact 0 when all electrode pairs were assessed via device interrogation was considered unresolved at the time of patient death. Reprogramming for this particular event occurred (B)(6) 2014 and the etiology was reported as surgery/anesthesia. Report of high impedance on contact 1 identified via device interrogation on (B)(6) 2014 was considered resolved without sequeale (B)(6) 2015 following programming (previously reported). The etiology was reported as surgery/anesthesia.

Manufacturer narrative:
Concomitant medical products: product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008 product type: extension. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v087596, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced paresthesia secondary to right deep brain stimulator (dbs). The patient experienced episodic confusion. There were lead high impedances. The patient described zapping along the right lead extension in the neck. The patient could not trigger it and when it happened he felt his neck tighten/stiffen for a few seconds. They were monitoring if contributing to have right side paresthesia or not. The patient has had episodic confusion since the dbs battery change on (B)(6) 2014. The outcome was ongoing. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturing report number 3004209178-2015-01838.

Event description:
Additional information from the health care provider of the clinical study reported the patient outcome unresolved at time of study exit/death/study closure. Additional information received noted: the patient died on (B)(6) 2015. Cause of death was "complications from end stage parkinson's disease". The death was not related to the device or procedure.

Event description:
Additional information from the health care provider of the clinical study reported the patient was reprogrammed and the event was resolved without sequelae.

Event description:
Additional information received reported that the patient was reprogrammed.